Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating that customer received multiple altitude alarms. Reportedly, the pump may have been wet. The customer's blood glucose level was high. Customer will be on multiple daily injections of insulin.